Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room due to a staphylococcal infection at the lead site. In turn, the patient's entire system was explanted. The patient was hospitalized for five days due to the issue.the patient is being treated with intra-venous vancomycin.

Event description:
Follow-up identified the patient was placed on oral antibiotics. Thereafter, the patient reported the infection had resolved.